Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument, but could not confirm an active leak. The fse did observe a spike on platelet (plt) histogram when running quality control (qc) and flagging abnormal low with an asterisk. The spike was not present when processing patient samples. The fse replaced baths, vacuum isolator chamber and associated tubing, made adjustments to aperture current and re-established new clog detect criteria. However, the problem persisted; abnormal low control was recovering in range but flagged with an asterisk. Per email from the fse on (B)(4) 2013, the analyzer card was ordered and installed on the instrument resolving the plt asterisk on the low control. The analyzer card is the main electronic printed circuit (pc) card in the instrument. It controls all the input/output functions and data analysis. The fse could not confirm an active leak. The failure mode related to the plt noise was a faulty analyzer card. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that less than 1 ml of bloody fluid leaked onto the caps of control vials from the coulter ac *t diff 2 analyzer. The leak was not contained within the instrument. The customer also stated the analyzer was generating an asterisk on the platelet (plt) count for the low control only. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and the operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.